Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer had performed maintenance and replaced sample probe 1 (s1) and the aliquot probe. Ccc retrieved the instrument data which indicated that quality controls (qc) for levels one and three were within range when the event occurred. Ccc instructed the customer to run service methods (smt) on the instrument, which resulted out of range for mix methods and a probe. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced sample probe 1 mixer and aligned it. The cse ran diagnostic test, quick check and qc, which passed. The customer recalibrated glucose (glu) and ran qc, resulting within range. A siemens headquarters support center (hsc) specialist reviewed the instrument data and found the data to be consistent with instrument related issues such as inadequate mixing due to malfunctioning of s1 mixer and issues related to intermittent, inconsistent mixing. The cause of the discordant, falsely low glu result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant low result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The sample was then repeated on an alternate dimension vista instrument, matching the initial repeat result. It is unknown which of the repeated results was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.